Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. A visual inspection of the sensor revealed liquid contamination trough the sensor case. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The sensor was reprogrammed and activated. However, sensor went to state 6 after reprogramming. De-cased the sensor and observed liquid contamination on the pcba (printed circuit board assembly). Replaced returned battery with a new unused battery. Attempted to reprogram and activate sensor and observed that sensor still goes to state 6. A visual inspection on the returned de-cased sensor, revealed corrosion due to liquid ingress on the pcba. The corrosion from the returned sensors pcba was cleaned and the returned battery was measured to be at 0.6v which is not within specification 1.45-1.65v. Replaced battery with a new unused battery and attempted to re-program for accuracy testing; sensor activated but goes to state 6. Despite re-flowing the solder to the asic, the sensor¿s performance remained unchanged reverting to state 6. To test this complaint an accuracy test must be performed. Since the damage to the pcba was excessive, an accuracy test could not be performed. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.